Event description:
It was reported that the patient was no longer experiencing stimulation due to high lead impedances. Database analysis appeared that the high impedances were confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7074280.

Event description:
It was reported that the patient was no longer experiencing stimulation due to high lead impedances. Database analysis appeared that the high impedances were confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7074361. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26552306. Sc-2317-70 (sn (B)(6) the returned leads were analyzed and visual (microscope) as well as x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the leads. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported allegation of high impedances was confirmed. The leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point resulting in the reported complaint. Sc-4318 (bn/ln 26552306) the returned lead fixate was analyzed, passed visual inspection and exhibited normal device characteristics.